Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n161576027, implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of the report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was hearing a two-toned alarm every hour which started earlier on the day of the report. Telemetry confirmed that the alarm was due to a motor stall. Additional information received reported that the patient¿s pump was replaced on 2015 (B)(6). The patient had no untoward issues surrounding the new pump. The motor stall recovered after 2 hours. There was also a tube set message after the stall. There were no other motor stalls noted in the event logs. The cause of the motor stall was unknown. There was no known electro-magnetic interference (emi). The pump was replaced as an intervention and the patient was doing well. It was reported that the patient had slight withdrawal. No rotor or dye study was performed. The pump was infusing morphine (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found shaft wear on gear 2 and slight corrosion on gear wheel 3. Analysis found coloration of the pump tube and slight wear present on the inlet and outlet portion.